Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was displaying the backup battery failure message. The information regarding the patient involvement was not provided. The service engineer inspected the device and noticed that the backup battery cable was partially connected into the control board connector. The se reseated the backup battery wire cable into the control board which resolved the issue. The ventilator passed all tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.